Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the procedure was successfully completed with a replacement device. The cause of the f ailure to open and resistance was not determined. There was no damage observed to the pipeline pushwire or the catheter. The distal section of the pipeline had failed to open. The pipeline had not been positioned in a bend at the time, and no additional steps or devices were used to attempt to open it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the tip end of the pipeline could not be opened. The stent also had obvious resistance when delivered in the middle section of the phenom. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured left ophthalmic artery aneurysm with a max diameter of 5mm and a 3mm neck diameter. Landing zone: distal: 3.7mm and proximal: 5.1mm. Patient's vessel tortuosity was severe. Access vessel was the femoral artery with a 7mm diameter. Dapt (dual antiplatelet treatment) was administered, pru level was normal value. The angiographic result post procedure showed smooth blood flow.

Event description:
Additional information received reported that the procedure was successfully completed with a replacement device. The cause of the failure to open and resistance was not determined. There was no damage observed to the pipeline pushwire or the catheter. The distal section of the pipeline had failed to open. The pipeline had not been positioned in a bend at the time, and no additional steps or devices were used to attempt to open it.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex pusher and phenom-27 micro catheter were returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within their opened outer cartons and within their opened inner pouch. The pipeline flex pusher was returned further within its introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the pipeline flex introducer sheath. No damages were found with the pipeline flex proximal pusher. No damages or irregularities were found with the hypotube with the ptfe shrink tubing was found intact. No damages were found with the distal marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found damaged (torn) (figure f). The implant was already detached and not returned for analysis. The tip coil was found undamaged. No damages or anomalies were found with the phenom-27 hub. Dried saline was found within the hub (figure h). No damages or irregularities were found with the phenom-27 micro catheter body, distal tip or marker bands. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.6cm and the usable length was measured to be ~152.1cm, which is within specification (specification: total (ref) = 156.5cm usable = 150cm ± 5cm). The micro catheter was flushed with water and water exited out the distal end. The catheter was then tested by running an in-house mandrel through hub, through the micro catheter body and out the distal end with no resistance encountered. Conclusion: based on the analysis findings, customer report of ¿resistance during delivery¿ and ¿catheter resistance¿ could not be confirmed as no resistance was encountered during in-house resistance testing with the returned phenom-27. The pipeline flex device could not be used for resistance testing as the implant was already detached; therefore, any contribution of the pipeline flex device towards the resistance could not be determined. Possible causes of resistance during the procedure include, but not limited to, patient vessel tortuosity, braid damage, or user does not maintain sufficient continuous flush. The customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the implant was not returned. Possible causes of failure include, but not limited to, patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, or user deploys braid in a vessel bend. Customer reported devices were flushed and prepared per IFU, vessel tortuosity as severe, no damage found to the pipeline pushwire or catheter, and pipeline was not positioned in a bend. The reported severe tortuosity potentially contributed towards the resistance and failure to open. In addition, the dps sleeves were found torn, potentially contributing towards the failure to open. However, it is also possible that the source of the resistance and/or failure to open also caused the dps sle eves to tear. The likely cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.